Manufacturer narrative:
The investigation into the reported low pump flow has been completed. Product was returned for investigation. The device was visually inspected and found biomaterial adherred. There were no other abnormality observed. As per clinical investigation, the impella rp had a spike in motor. The pulmonary artery pressure was severely elevated, and the waveform was lost. The impella flows was 0 on p5. The impella rp was removed. The root cause of the low pump flow issue was biomaterial ingestion due to patient condition related.

Event description:
The user facility reported a 69-year-old male in st elevated myocardial infarction was implanted with an impella rp device for mechanical circulatory support. The complainant reported that the impella rp had a spike in motor current and the pump exhibited low flows. The impella rp was removed.